Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv 5 device had ruptured during patient use. It is unknown with what the device was filled. No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed through visual inspection. However, reservoir rupture is a known failure mode and root cause investigation is in progress. This is a single use device and will not be repaired.